Event description:
During the procedure the physician found a piece of "something" when withdrawing the transend ex.14" guidewire from the microcatheter. No problem to get it out with the blood flow. The physician is an experienced one and has never seen anything like this before. The physician was uncertain as to whether it is a piece of the guidewire or something else. No patient injury and/or complications were reported.